Manufacturer narrative:
The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient visited her hcp in 2009 because she was not feeling well. She was treated for pneumonia. The next day she went to the emergency room with symptoms of withdrawal. Five days later she felt very weak and was taken to the hospital by ambulance and admitted. It was determined that the patient did not have pneumonia. Her implanted pump was not working and the patient was experiencing withdrawal. Device interrogation revealed motor stalls with recovery twice the previous month. The motor stalled the day of visit, with no recovery noted. A tube set error/warning was noted three days later. It was also reported that the pump hadn't been working since two months ago. The pump was used to deliver baclofen, fentanyl, and dilaudid. No rotor study or catheter dye study was performed. The pump was replaced. The patient recovered without sequela.